Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The main board was replaced as a precaution. The batteries were not returned for evaluation. The device was recertified and returned to the customer. Review of the device activity logs showed that the device was powering on excessively into manual battery tests, which will reduce battery life. No trend is associated with reports of this type.